Event description:
It was reported that during the implant of this right ventricular (rv) lead in the deep septum, the lead helix became stuck after a few rotations and could not be released. Attempts to free the helix, both by rotating the lead body and retracting the helix, were unsuccessful. Subsequently, the helix fractured, and a portion remained embedded in the septum, as confirmed by x-ray imaging. The lead was abandoned, and a second lead was successfully implanted. No additional adverse patient effects were reported. This attempted implant rv lead is not expected to be returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.